Event description:
It was reported that the pulse generator was programmed to trigger egms by applying a magnet but the feature did not function. The egm trigger was programmed to register complaints of the patient when needed. Manymagnet placements are stored but no egms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.